Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose (bg) event and was hospitalized on (B)(6) 2025. The blood glucose at the time of admission was 21 mg/dl. The patient passed away on(B)(6) 2025 due to cardiogenic shock. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.